Event description:
It has been reported to philips that device's flexvision computer (fvpc) did not boot up. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A third party inspected the system onsite and confirmed the issue. Troubleshooting by the third party determined that the cause was a malfunction with the system's flexvision pc. The third party purchased a replacement flexvision pc from philips and installed it. A philips field service engineer (fse) inspected the system onsite and installed the software installation for the new flexvision pc. After the flexvision pc was replaced and the software was installed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.